Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up to obtain additional information. There was no thermal damage. Procedure was a hysterectomy - gynecology. There was no injury to the patient.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8 mm fenestrated bipolar forceps instrument tips don't open and close. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed and the complaint was not confirmed by failure analysis. Customer reported that the instrument tips would not open or close. Failure analysis could not verify the reported issue; visual inspection showed no damage, and the instrument passed all in-house functional tests: including recognition, engagement, motion, and proper grip operation: with no product issue identified. Additional inspection revealed thermal damage on the yaw pulley, including charring or localized melting that exposed part of the active electrode; however, the instrument still passed electrical continuity testing. The probable root cause of the customer reported issue instrument tips would not open or close cannot be determined based on the information provided and failure analysis results. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.